Manufacturer narrative:
Co rep evaluated the unit. Corrections included repairing the cpu board. Unit was safety tested to factory's spec.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.